Event description:
General report received of an unspecified number of undocumented incidents of the pinch clamps did not clamp. On unspecified dates, the tubing sets were being used to deliver unspecified medications, at unspecified rates. After unspecified lengths of time, the customer contact reported that the pinch clamps on the tubing sets did not close. No specific details were provided. Although there was potential for a leak, no leakage was reported. There were no reports of adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were reported. Though requested, no add'l info was provided including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. The lot number of the devices that were in use is unk. The customer contact identified a possible lot number (plots). The possible lot number is 281575h. The catalog number provided is the international list number that was involved in the event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number. The domestic list number has a common device name of (B)(4) and has a 510k of k033576. This report represents all the info known by the reporter upon query by hospira personnel.